Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are conducting routine 6 monthly servicing, and the arctic sun device would not cool in manual control mode. Contacted engineer in sydney who looked at diagnostics and determined chiller failure. Device to be returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. T4 does not drop. During evaluation, it was confirmed that the device was not cooling. Chiller pump was replaced. Coin cell was replaced due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are conducting routine 6 monthly servicing, and the arctic sun device would not cool in manual control mode. Contacted engineer in sydney who looked at diagnostics and determined chiller failure. Device to be returned.